Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited high pacing impedance. The reported lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.